Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the cartridge to fully deplete of insulin and the customer received an empty cartridge alarm. Subsequently, while attempting to load a new cartridge onto the pump, a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer had installed the pump case incorrectly. As a result, the customer was unable to install the cartridge fully causing the cartridge alarm. The customer's blood glucose (bg) level was 245 -265 (mg/dl). During troubleshooting, tandem technical support assisted the customer with reinstalling the pump case correctly and loading a cartridge onto the pump. The customer successfully resumed insulin delivery and a correction bolus via the pump was delivered to address bg level.